Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recent history information was missing. Tandem technical support had the customer review the history and the pump history was visible. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Blood glucose was 103 mg/dl.